Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later started having extreme pelvic pain / severe pain on the right and left side of pelvic area. Later, a legal claim with several complications suffered by plaintiffs was received. However, the adverse events/complications each individual plaintiff experienced were not specified. Therefore, the previously reported event was kept. This event extreme pelvic pain / severe pain on the right and left side of pelvic area is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. As it was reported that consumer had the device removed due to complications, case is regarded as incident. Other non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5044248) on 07-oct-2015. The most recent information was received on 08-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/migration') in an adult female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced limb discomfort ("leg discomfort"), back pain ("back pain"), abdominal distension ("extreme bloating"), discomfort ("feeling uncomfortable") and dyspareunia ("I cannot have intercourse with my husband due to the pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding") and fatigue ("fatigue"). The patient was treated with naproxen, paracetamol (tylenol extra strength), naproxen sodium (aleve tablet) and surgery (bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage and fatigue outcome was unknown and the limb discomfort, back pain, abdominal distension, weight increased, discomfort and dyspareunia had not resolved. The reporter considered abdominal distension, back pain, discomfort, dyspareunia, fatigue, genital haemorrhage, limb discomfort, perforation and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted). Lot number: 646527. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporter information added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5044248) on 07-oct-2015. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/migration') in an adult female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced limb discomfort ("leg discomfort"), back pain ("back pain"), abdominal distension ("extreme bloating"), discomfort ("feeling uncomfortable") and dyspareunia ("I cannot have intercourse with my husband due to the pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage ("abnormal bleeding") and fatigue ("fatigue"). The patient was treated with naproxen, paracetamol (tylenol extra strength), naproxen sodium (aleve tablet) and surgery (bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage and fatigue outcome was unknown and the limb discomfort, back pain, abdominal distension, weight increased, discomfort and dyspareunia had not resolved. The reporter considered abdominal distension, back pain, discomfort, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, limb discomfort and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted). Lot number: 646527 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5044248) on 07-oct-2015. The most recent information was received on 16-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced limb discomfort ("leg discomfort"), back pain ("back pain"), abdominal distension ("extreme bloating"), weight increased ("weight gain"), discomfort ("feeling uncomfortable") and dyspareunia ("I cannot have intercourse with my husband due to the pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with naproxen sodium (aleve tablet), naproxen, paracetamol (tylenol extra strength) and surgery (to removal of essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, genital haemorrhage and fatigue outcome was unknown and the limb discomfort, back pain, abdominal distension, weight increased, discomfort and dyspareunia had not resolved. The reporter considered abdominal distension, back pain, discomfort, dyspareunia, fatigue, genital haemorrhage, limb discomfort, perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received- case become potentially legal, reporter added, start date and stop date was updated, events perforation, cramps, abnormal bleeding, fatigue were added. Device incident category was removed form the event pelvic pain and kept for the event perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044248) in united states on 07-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Since 2014 the consumer has been experiencing extreme pelvic pain / severe pain on the right and left side of pelvic area, leg discomfort, back pain, extreme bloating (to the point of being asked three times if she was pregnant) and weight gain. She stated that every day was a day associated with pain and feeling uncomfortable. She could not have intercourse with her husband due to pain associated with essure. She had not changed her diet or her regular exercise route. She stated that before she got the essure procedure she did not have any of the side effects she was experiencing at the time of the report. Treatment medication included aleve, naproxen and extra strength tylenol. Essure was ongoing. Required intervention and other serious (important medical event) were mentioned as event outcome, and serious injury was mentioned as event report type, but not specified and/or assigned to one of the events. Result and assessment of the product technical complaint investigation received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect follow-up information received on 10-dec-2015: the required number of follow-up attempts has been completed with no response to date. Follow-up information received on 02-aug-2016 - legal claim provided: this case was upgraded to incident. Each of the plaintiffs (not individualized in document) was implanted with essure for permanent sterilization and subsequently had the device removed due to complications (not specified). The complications suffered by plaintiffs include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later started having extreme pelvic pain / severe pain on the right and left side of pelvic area. Later, a legal claim with several complications suffered by plaintiffs was received. However, the adverse events/complications each individual plaintiff experienced were not specified. Therefore, the previously reported event was kept. This event extreme pelvic pain / severe pain on the right and left side of pelvic area is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. As it was reported that consumer had the device removed due to complications, case is regarded as incident. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.